Manufacturer narrative:
Explanted due to infection no device issue indicated.

Event description:
It was reported that on (B)(6) 2019 a patient was seen at the hospital due to pain in the pocket area. Suspected infection was indicated. The patient was treated and the system was explanted on (B)(6) 2019. The system will not be returned due to infection. No further adverse health outcome was reported.